Manufacturer narrative:
.

Event description:
Per the physician, the patient was hospitalized due to an ear infection. During surgery, a cholesteatoma was discovered. The patient was released from the hospital, and the implanted device remains.